Event description:
It was reported that a patient experiencing pain approximately 6 years post implantation. The surgeon stated pain is likely due to impingement or painful scars / soft tissue. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00962, 0001822565-2023-00964. Concomitant medical product(s): tibial base component size 4 orange for use with size 4 talar components only cat: 00830004400 lot: 63282882; talar component size 4 right orange for use with size 4 tibial components only cat: 00830002400 lot: 62977592. Report source foreign country: switzerland. Product remains implanted.

Event description:
It was reported that a patient experiencing pain approximately 6 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed. No product, pictures, or medical records were provided for visual, dimensional, or healthcare professional evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.